Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had foreign material pieces of grainy black pieces that came out of the biopsy channel. The event was discovered during cleaning. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. The event can be detected/prevented by handling the device in accordance with the following sections of the instructions for use: bf-290 series instruction manual cleaning/disinfection/sterilization "chapter 5 reprocessing of endoscopes (and accessories reprocessed together), chapter 6 reprocessing of accessories, chapter 7 reprocessing of endoscopes and accessories using endoscope cleaning and disinfection equipment.¿. Olympus will continue to monitor field performance for this device.